Event description:
Underdelivery reported. The pump was programmed to deliver taxol 275ml over one hour (275ml/hr). After one hour, when the infusion should have been completed, only approximately 150ml had actually infused. Upon discovery, the pump was reprogrammed to deliver the remaining dose. The physician was not notified, no adverse pt effects were noted. No additional info is available.